Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 127.0 and 128.0 cm from the hub. The cat6 was also ovalized approximately 130.0, 133.0 and 134.0 cm from the hub. There was no report of functional allegation for the cat6 and therefore, the cat6 was not functionally tested. Conclusions: evaluation of the returned device revealed that the cat6 was kinked and ovalized. If the device is forcefully retracted from its sterile pouch at extreme angles, damage such as a kink may occur. Further evaluation of the returned device revealed that the cat6 was ovalized. This type of damage likely occurred from forceful gripping or pinching after the device was removed from its sterile pouch. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the indigo system aspiration catheter 6 (cat6) was kinked upon removal from the packaging. The damage to the cat6 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new cat6.